Event description:
The home patient's nurse contacted baxter's technical service center to request a swap of the homechoice (hc) machine because she believes the home patient (hp) was overfilled. The hp fills with 1500 ml and will drain 2000 ml. The nurse reported the hp may or may not get low drain volume alarms before this occurs. The technical service rep (tsr) reviewed the drain logic with the nurse. There was no pt injury or medical intervention indicated at the time of the initial report.